Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The device went into backup during the cybersecurity upgrade when the wand was removed. Firmware download was performed successfully but the device could not interrogate. Attempt to download backup vvi recovery file failed multiple times. Device download was performed again and was successful. The device interrogated as normal. The patient will continue to be monitored.